Manufacturer narrative:
(B)(4). The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
The following information comes from "journal of neuroendovascular therapy" 2014 vol.8, no.5. P. 273 to 279. Following a coil embolization, hemostasis was achieved with an 8f angio-seal vascular closure device in the right common femoral artery (rcfa). Postoperatively, the puncture site had delayed swelling, erythema, and warmth which was treated with an ultrasound and blood work with cultures; a subcutaneous hematoma and (B)(6) was diagnosed. The patient received antibiotics for postoperative wound infection due to hematoma. Additional cts and ultrasounds were performed during the patient¿s recovery and on postoperative day 19, a pseudoaneurysm was revealed. On postoperative day 23, a graft replacement for the rcfa was performed for treatment of the infectious pseudoaneurysm. The patient was discharged from the hospital 21 days later. The physician reported that the mental status of the patient made it difficult to maintain sterility of the puncture site and proper activity levels.